Event description:
Medtronic received a report that a microcatheter was induced distally and the tip of the pipeline was deployed several times, but the braid at the tip of the stent was opened, resulting in deployment failure in the distal stent region. The braided stent tip was unraveled. After that, it was replaced with a new stent, and the procedure was performed. The pipeline was positioned in a distal bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. There were no additional operations, such as using another device to deploy the stent. The stent was resheathed and retrieved from the patient's body with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured cavernous aneurysm with a max diameter of 22mm and a 7mm neck diameter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.